Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced shortness of breath. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced shortness of breath coincident with automated peritoneal dialysis therapy. The cause of the shortness of breath was not reported. On an unreported date, the patient was hospitalized for the event. Treatment for the event was not reported. At the time this report was received, peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovering or was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.